Event description:
It was reported the right ventricular (rv) lead impedance had increased from 500 ohms to 1000 ohms in bipolar. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.